Manufacturer narrative:
Device evaluated by MFR?, device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient had an infection following their previous vns generator implant. Device history records were reviewed for both the generator and the lead products and both were sterilized and passed all quality inspections and functional specifications prior to distribution. Multiple attempts were made to obtain additional information; however, no further relevant information has been received to date.